Event description:
The manufacturer received information alleging a "high temperature alarm occurred at the same time with low inspiratory pressure alarm during use on an in-hospital patient with ippv and an active circuit. The patient had a high dependence on the ventilator and experienced respiratory distress". The reported event of high temperature alarm and low inspiratory pressure alarm during use along with alleging that the airflow volume was decreased leading to respiratory distress has been reviewed by the clinical expert and is assessed as a non-serious injury; the patient was placed on the back up device and recovered. Therefore, the device did not contribute to a serious injury or death. During the evaluation of the device the high temperature and low inspiratory pressure alarms were confirmed. A functional test was performed to determine the location of the malfunction, resulting in an error, and the test could not be continued. Further attempt to test the device resulted in a ventilator inoperative alarm. An internal inspection confirmed that the rotating part of the motor blower assembly was stuck. The motor blower assembly was replaced to address the issue. Additionally, a periodic maintenance 1 was performed. The pollen filter was replaced to prevent failure. Performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 14.2.05.

Manufacturer narrative:
The manufacturer previously reported information received alleging a "high temperature alarm occurred at the same time with low inspiratory pressure alarm during use on an in-hospital patient with ippv and an active circuit. The patient had a high dependence on the ventilator and experienced respiratory distress". The reported event of high temperature alarm and low inspiratory pressure alarm during use along with alleging that the airflow volume was decreased leading to respiratory distress has been reviewed by the clinical expert and is assessed as a non-serious injury; the patient was placed on the back up device and recovered. Therefore, the device did not contribute to a serious injury or death. During the evaluation of the device the high temperature and low inspiratory pressure alarms were confirmed. A functional test was performed to determine the location of the malfunction, resulting in an error, and the test could not be continued. Further attempt to test the device resulted in a ventilator inoperative alarm. An internal inspection confirmed that the rotating part of the motor blower assembly was stuck. The motor blower assembly was replaced to address the issue. Additionally, a periodic maintenance 1 was performed. The pollen filter was replaced to prevent failure. Performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 14.2.05. The blower motor assembly was returned to the product investigation laboratory (pil) for further evaluation. No obvious damage or defects were externally observed. Removing the fan cover exposed contamination. The fan blade would not move when attempted to be rotated. The motor blower assembly was tested per the trilogy/v60 blower motor troubleshooting procedure. Most of the procedure steps failed specs. Pil determined the motor's windings are stuck because of delamination during operation and are now in contact with the shaft/body of the motor. Additionally, the 'type of reported complaint' was misidentified in the previously filed report. This report serves as a correction to box h: 'type of reported complaint'.